Event description:
The hospital report that during the endoscopic vein harvesting procedure, it was difficult to cut the branches. The surgeon decided to use the same device to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation details: during testing no non-conformances were discovered; therefore, the product complaint is not confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.